Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cs300 intra-aortic balloon pump (iabp) had leak in iab circuit. The patient was ventilated with a peep of 12, had a forceful cough, and was tachycardic in the 120s. No injury or harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that "(B)(6), the assistant nurse manager/educator called for assistance with a leak in iab circuit alarm. Dr. (B)(6) reported that the alarm had only gone off one time and that they called him to the bedside immediately. He used the help screen, verified there was no blood in the helium tubing, and that all connections were appropriate and secure. He then performed a fill and pressed start which resolved the alarm and resumed therapy. Dr. (B)(6) said that the patient was ventilated with a peep of 12, had a forceful cough, and was tachycardic in the 120s. Fse explained the nature of the alarm and reinforced the troubleshooting steps that he had taken. Encouraged him or the staff to call should the alarm go off multiple times in an hour so that we could troubleshoot together. He was appreciative of the support.